Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose of 420 mg/dl. They treated manually. The customer¿s current blood glucose was 297 mg/dl. Troubleshooting was performed on the insulin pump and insulin exited without incident. The infusion set¿s cannula was not bent. The customer declined to perform the basic occlusion test. The insulin pump will not be returned for analysis.